Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm at 4.0 lbs. During prime/compromised force sensor system test due to loose motor support disk.

Event description:
The customer reported via phone call that they were unable to prime. The insulin pump kept saying to disconnect. The insulin pump alarmed compromised force sensor system. The customer tried to rewind and prime again but received another compromised force sensor system alarm. The customer's blood glucose level was 494 mg/dl. They were not able to treat their high blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
In 2010, high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.